Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. History of ewings sarcoma.

Event description:
During a site visit it was reported that an ifosfomide (chemo) under infusion occurred on the 3 east unit. The alaris pump had to be replaced. The initial pump repeatedly needed additional volume dialed in for completion the medication infusion (175ml). Once completed a total of 231 ml of volume had infused into the patient. The pcu and pump involved were taken to biomed and passed rate accuracy testing. The patient impact is unknown.